Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached inside of the pt at 20,600 joules. Per the customer, the fiber cap was retrieved. The procedure was completed with turp. No pt injury was reported.